Event description:
The customer alleged they received questionable adrenocorticotropic hormone, corticotropin (acth) results on their e-module. The customer alleged that when compared to diasorin liaison and scantibodies methods, the results from the e-module were lower. The customer alleged the results from the e-module did not "fit to the clinical picture and to additional clinical examination". The customer provided data for 69 patients, 21 of which had discrepant acth results. Please refer to the attachment to the medwatch for the patient results. Information on whether the discrepant results were reported outside the laboratory was requested but not provided. Information on whether the patients were adversely affected was requested but not provided. The specific date of these events was requested but not provided. The acth reagent lot number and expiration date were requested but not provided.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A root cause could not be determined with the information provided. Additional data were requested but not provided. The calibration and quality control were within range, and a general reagent issue could not be identified. The customer was not sure whether they followed the package insert surrounding sample handling. The method comparison provided by the customer did not show any significant correlation.

Manufacturer narrative:
Additional information has been provided. The erroneous results were not reported outside the laboratory. The patients were treated based on the results from the scantibodies test only. The elecsys and diasorin results were only measured for comparison purposes.